Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the oor message wasn¿t determined. The oor did not resolve, but the patient had not had any motor fluctuations and would continue to be monitored by the managing hcp. No patient symptoms or further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was doing a telehealth with their healthcare provider (hcp) and saw 528 out of regulation (oor) message on their handset when attempting to switch from group b to group c and also while trying to adjust stimulation on group b. They thought this may be because impedances are slightly out of range and the patient has higher settings, however, the rep clarified they assumed the patient's impedances were out of range and because this was a telehealth visit, impedances were not checked. Previous impedances were not shared as it was unknown. The patient's settings in constant current as group b: 1-2+ 3.5 ma, 120 pw, 180 rate and group c: 1+2- 4.3 ma, 120 pw, 180 rate. There was no mention about patient's therapy. Troubleshooting included: reviewing meaning of oor and that this typically occurs in constant current due to high impedances, that patient can attempt to set therapy just below oor threshold to obtain some benefit but if they cannot achieve adequate therapy, they would likely need to be seen in office, suggesting charging the battery, have patient monitor therapy and if they notice any positional changes, suggesting hcp can check impedances in various positions and attempt reprogramming if there are high impedances and reviewing medical records to see if there were any elevated impedances in the past. No patient symptoms were reported.